Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the pt experienced double vision. The iol was exchanged. Additional information has been requested but not received to date.

Manufacturer narrative:
The product did not return for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).